Event description:
It was reported that the pulse generator exhibited no output. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the device exhibited no output. The radio frequency (rf) flex module was lifted which could cause a high current drain and result in premature battery depletion.